Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The beckman coulter (bec) field service engineer (fse) noted the wash pump foaming during dispense probe priming beginning with the second prime. The fse noted air entering the system from the wash stator-wash rotor mating surfaces. The fse replaced the wash pump, wash pump stator, wash pump rotor and wash pump belt. The fse verified instrument repairs by performing a passing system check, high sensitivity system check, precision run and quality control (qc). In conclusion, the cause of the non-reproducible access accutni+3 results is due to a hardware malfunction. Air wash entering the wash pump leading to inefficient washing in the reaction vessels.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) results for one (1) patient on the access 2 immunoassay system (serial number (B)(4)). The customer repeat tested the sample twice on the same access 2 immunoassay system and obtained lower results, above the normal reference range of the assay. The initial elevated access accutni+3 result was reported outside the laboratory. There was no report of patient injury associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Access accutni+3 quality control (qc) was within the customer's established ranges prior to the reported event. The customer noted wash valve/pump motion errors prior to the reported event. Sample information, such as sample collection device, centrifugation speed and time, were not provided. The customer did not note sample integrity issues.